Manufacturer narrative:
(B)(4) captures the reportable event of working channel sleeve protrusion. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6)2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded during the passage of this device through the pancreatic duct. Reportedly, there were no accessory devices inside the spyscope ds when the working channel sleeve protruded. The procedure was still completed with this device. There were no patient complications reported as a result of this event.